Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise was not reproducible. The lead also exhibited loss of capture at maximum output. The lead was disabled and the patient was in stable condition.